Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Blockh6: device code a1502 captures the reportable event of gel misplacement non-vascular.

Event description:
It was reported that after two months from the spaceoar placement procedure, the patient has experienced pain and discomfort. The patient was scoped, and a fistula was found. On computed tomography (CT) scan there was some hydrogel in the correct location at the base of the prostate and surround by a walled off fluid collection. The gel was also misplaced inferiorly to the prostate with the hydrogel positioned towards and into the lumen of the rectum. The patient's pain was report as improved.